Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown at approximately 35% battery life multiple times over the past month. The customer's blood glucose (bg) level was impacted (300-400 mg/dl) with moderate ketones. Manual injections were used to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.